Event description:
There was no pt involved in this event. The end user contacted heartsine because the pogo pin in the device was stuck. A device, if left in this fault mode undetected, could result in the failure of the device to perform as intended, if required.